Event description:
Information was received indicating that both of her (B)(6) pumps were alarming no disposable while using a remodulin IV filled cassette. It was reported the end user changed the cassette which resolved the alarm. Per reporter the patient is concerned that she may have to mix another cassette and due to her dementia, she gets confused easily, reportedly a filed nurse will assist the end user. Remodulin 1mg/ml (B)(6). Dose; 33 ng/kg/min intravenous. Continuous (B)(6) 2019 to current. Lot: 939377exp: (B)(6) 2023. Pulmonary arterial hypertension (pah).

Manufacturer narrative:
Other text: additional contact information: (B)(6).